Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Pt reported that had a lot of trouble with controlling the device and getting the device to charge. Pt noted that they were preparing for a MRI. Pt said that they could only charge the ins to 40% and then the ins battery would drain pretty quickly. Pt said that it took an hour and a half to charge the ins up to 40% last night. Pt said that they used to be able to charge the ins up to 50% or 60%. Pt said that the external equipment charged without any issues. Pt did not have the equipment present during the call, so agent asked the pt to call back once they had the equipment present for troubleshooting. When asked for the event date, pt said that it was about a couple months.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that the controller "[wireless recharger]" has not operated correctly since the beginning of use. The battery inside their body will not ever fully charge. The pt must have directly over the implant. Pt called back and reported inability to fully charge either ins, an issue previously reported, stating that even after hours of charging the battery reached only about 70% and required frequent charging. Pt added that this issue had never occurred during the past year of spinal cord stimulator (scs) device use and also reported difficulty establishing a connection, with the wireless recharger needing to be placed directly on the back to charge.